Manufacturer narrative:
The device was returned to olympus for inspection. Olympus was not able to confirm the customer allegation. However, the image disappeared during angulation in up/down directions. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage on charged coupled device (ccd) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope image disappeared during angulation in the up/down direction. There was no patient involvement.